Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/11/2025, it was reported by a health care provider that a patient developed eczematous dermatitis following ankle surgery in which an ar-1678-cp internalbrace ligament augmentation repair implant system, an ar-8990st-2 fibertak dx, and an ar-8990st fibertak dx were implanted. The patient has a documented contact allergy to the preservative 2-bromo-2-nitropropane-1,3-diol (bronopol). No further information was provided.

Manufacturer narrative:
Correction: h1 to n/a. Upon secondary review, it was determined that the event is not reportable. The allegation of an allergic reaction to 2-bromo-2-nitropropane-1,3-diol (bronopol) leading to dermatitis was made. Upon investigation, it was determined that arthrex processes and final cleaning operations do not contain a bromo functional cleaning material. An FDA MDR is not required for this event. There was no allegation of a malfunction of the device or that it did not meet specifications, nor was there an allegation that the device caused or contributed to an adverse event. Thus, the event is considered not reportable.